Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a050401 patient problem code: f26.

Event description:
Injury (patient / other): no device possibly involved in injury: no complaint: about 3 months ago it failed to connect the drainage bag/bottle to the valve. It was impossible to put the access tip into the valve. The patient had to change the valve at the hospital and then it worked fine. On monday (27th of may) the nurse noticed that the valve was leaking. She put on the emergency clamp. The patient is drained every day product information: additional information: description of the problem (what / why): valve leaking how often did the defect occur: once medical intervention (other than first aid): no needlestick/probe puncture: no other measures taken: no safety issue: no problem resolved: yes how the problem was solved / additional information: valve replacement photo / samples available: no safety valve broken / damaged / disconnected: yes safety clamp open if valve broken/damaged/ disconnected: no nose of safety valve broken/damaged: no locking tab broken/damaged: no leakage: yes successful drainage: yes effects on the patient: no indication of this / not applicable exposure to blood/body fluid: no course of treatment changed due to the event: no procedure performed by: nurse the procedure was performed in: hospital replacement requested: no credit requested: yes letter of closure required: yes additional information: information on the fault pattern: fault location: valve type of fault: leaking customer response received on (B)(6) 2024: was there any damage noticed on catheter valve? - not known was the valve cracked or broken? - not known was the safety valve disconnected from the catheter? - not known where is the catheter located? Abdomen or chest - not known is there a photo or sample available showing the reported issue? - sample available, currently in the process of being retrieved how long has the catheter been in place - not known lot number associated with leakage issue - not known.

Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Should you experience any problems with our product, examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.

Event description:
Injury (patient / other): no. Device possibly involved in injury: no. Complaint: about 3 months ago it failed to connect the drainage bag/bottle to the valve. It was impossible to put the access tip into the valve. The patient had to change the valve at the hospital and then it worked fine. On monday (27th of may) the nurse noticed that the valve was leaking. She put on the emergency clamp. The patient is drained every day product information: additional information: description of the problem (what / why): valve leaking. How often did the defect occur: once. Medical intervention (other than first aid): no. Needlestick/probe puncture: no. Other measures taken: no. Safety issue: no. Problem resolved: yes. How the problem was solved / additional information: valve replacement. Photo / samples available: no. Safety valve broken / damaged / disconnected: yes. Safety clamp open if valve broken/damaged/ disconnected: no. Nose of safety valve broken/damaged: no. Locking tab broken/damaged: no. Leakage: yes. Successful drainage: yes. Effects on the patient: no indication of this / not applicable exposure to blood/body fluid: no. Course of treatment changed due to the event: no. Procedure performed by: nurse. The procedure was performed in: hospital. Replacement requested: no. Credit requested: yes. Letter of closure required: yes. Additional information: information on the fault pattern: fault location: valve. Type of fault: leaking. Customer response received on 06/26/2024: - was there any damage noticed on catheter valve? - not known. - was the valve cracked or broken? - not known. - was the safety valve disconnected from the catheter? - not known. - where is the catheter located? Abdomen or chest - not known. - is there a photo or sample available showing the reported issue? - sample available, currently in the process of being retrieved. -how long has the catheter been in place - not known. - lot number associated with leakage issue - not known.